Event description:
Per spontaneous call from patient - patient states that cadd legacy pump sn (B)(4) start button 'doesn't want to work'. Switched to backup pump without missing doses or any harm to patient. Patient was connected at the time but switched pumps. Sending her a replacement pump for tomorrow and she will return broken pump to us. Patient is a transition from accredo so I do not know when she started veletri. No further info available. Reported to (B)(6) by patient/caregiver.